Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A visual assessment was performed and found that the device had a cut in it instead of a missing piece. The assignable root cause was determined to be due to misuse by allowing the cord to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a ¿piece came off of the cable where it was plugged into the console¿ of the motor device. The reported event occurred prior to surgery. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.